Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). The first closure device deployed did not meet release criteria and was removed from the patient and a second closure device was prepared. During deployment of the second closure device a circumferential pericardial effusion was discovered. A pericardial tap was performed and the patient remained hemodynamically stable throughout. The second closure device was recaptured and removed and a third closure device was prepared and successfully implanted. The patient fully recovered and was discharged from the hospital.